Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this pacemaker could not be interrogated by a programming system. Technical services (ts) delivered recommendations on how to proceed with device interrogation such as palpating device, moving wand over device, lifting it and inch and circling to hover over. The patient mentioned the pacemaker is close to elective replacement indicator and remains in service at this time. No adverse patient effects were reported.